Manufacturer narrative:
Currently, it is unknown whether or not the device many have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer delivered 0.5 units while filling the cannula and the reservoir was completely empty. The caller was unsure where it was leaking from or if it was leaking at all. It was stated that the reservoir was tossed out. No further information was provided.